Event description:
Customer reported the unit of measure setting on his locked freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.